Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed the additional information from the facility that they didn't know the exact number but the reported phenomenon were occurred on about ten devices.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc confirmed the reported phenomenon that there were the white foreign materials on the both sides of the cap of the subject device. Omsc conducted a component analysis for the white foreign materials and found the main component was dimethylpolysiloxane which was the main component of the antifoam agent used at the facility. Omsc could not review the manufacturing history (DHR) of the subject device, because the subject device was the accessory. There was the possibility that this phenomenon was attributed to the residue of the antifoam agent due to the insufficient cleaning by the user.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that after reprocessing of the subject device the facility found that there were white foreign materials on the both sides of the cap of the subject device. The subject device was manually cleaned with the enzymatic detergent before the reprocessing with the olympus automated endoscope reprocessor model oer-5 (not available in the USA). Also the physician had injected the antifoam agent with the syringe from the subject device during the procedure. There was no report of patient injury associated with this event.